Event description:
The patient was undergoing a vaginal hysterectomy and the removal of impacted implant mesh from a previous sling procedure. During the procedure the physician noted that the tip of the applicator had broken off. The physician decided it was in the patient's best interest to leave the broken tip in the patient.